Manufacturer narrative:
(B)(6). The device was manufactured february 15, 2017 - february 17, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported no flow issue could not be verified through photographic analysis, since a functional flow rate test is required for this determination. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device was filled with 18000 mg piperacillin/tazobactam, citrate buffer, and 0.9% sodium chloride solution to a total fill volume 230 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.